Event description:
Report of explant rec'd per MFR's field staff. Pump explanted due to skin erosion over the pump site. Erosion started where the pump rubs against the "seat belt" in their wheelchair. Pt had been responding favorably to intrathecal baclofen. F/u with hcp revealed onset/diagnosis was made 4/2001. Pt was diagnosed with meningitis. The signs and symptoms of infection included fever, redness, swelling, pain and pocket erosion. The primary location of the infection was unknown. Cultures of the device pocket and cerebral spinal fluid were obtained and were positive for staph aureus. The pt was treated with IV antibiotics and device explant. Pt outcome was not reported other than "pump removal".